Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is no longer receiving effective stimulation. An sjm representative met with the pt and lead diagnostics showed all contacts were either high or invalid. Reprogramming was unable to resolve the issue. The pt's leads and ipg were removed due to scar tissue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.